Event description:
During an in-clinic follow up, increased pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable; however they were experiencing shortness of breath and will continue to be monitored.